Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 56 and 68 mg/dl. The customer¿s expected fasting blood glucose test result range is 89-115 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated he had symptoms at the time the result of 56 mg/dl had been obtained; customer did not specify what symptoms. Customer stated he had eaten, re-tested shortly after and had obtained a result of 163 mg/dl non-fasting. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer¿s expiration date is 07/20/2022 and open vial date is unknown. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 143 mg/dl using truemetrix meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history (time not set): (B)(6).